Manufacturer narrative:
The investigation was performed on the provided information. Other than initially reported, the failure occurred during device check prior to patient use. The ventilation was not active, and no patient was involved. During device check, the device indicated a failed test step for the expiratory valve and the safety valve. The expiratory valve and the flow sensor have been replaced to resolve the failure. According to the instructions for use, a device check must be performed prior to use to ensure operational readiness of the device. In case of a detected deviation e.g., the expiratory valve, the corresponding test step will be displayed as failed to inform the user about the issue. The device behaved as specified. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.

Event description:
It was reported that the device had to be replaced as it was turning off during patient use. No health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had to be replaced as it was turning off during patient use. No health consequences for the patient reported.